Manufacturer narrative:
The t:slim x2 g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out during the load fill tubing sequence. A cartridge change was performed resolving the issue. Blood glucose level was 189 mg/dl.